Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Not available. Who fired the device and what is his/her experience? The resident. Did the healthcare provide confirm a complete donut and washers? Yes. Were there any staple malformation issues noted? If so, please describe the shape. Was the device difficult to close? No. Was the device difficult to fire? No. Were there any other surgical interventions to address the leak outside of the diversion? No. Is the colostomy permanent or temporary? Temporary. What is the current patient status? Not available.

Event description:
It was reported that during a colon procedure, while performing a leak test on an anastomosis, the doctor noticed the anastomosis was leaking. The doctor decided to divert the case and installed a colostomy bag. The device was discarded.